Event description:
It was reported that while using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the tube holder separated from the device. No patient impact.

Manufacturer narrative:
H.6 investigation summary material #: 368835 lot/batch #: 3296785 bd received 48 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for hub-holder separation was observed. Additionally, 10 of the customer samples were evaluated by functional testing and the indicated failure mode for hub-holder separation with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hub-holder separation. Bd has initiated further root cause investigation relating to the issue of hub-holder separation through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the tube holder separated from the device. No patient impact.